Event description:
Owen mumford ltd received complaint from their customer letsgetchecked (lgc), from a customer (patient) of lgc's in the us that reported to their complaints team that a needle of a lancet lodged into their finger and they had to remove it. The lgc nurse called the patient for a wellness check and the customer said that their finger was a little sore, but that they removed the needle/ debris, and their finger was healing. The nurse advised them to follow up with their doctor to assess the finger and report any swelling, discoloration, drainage, numbness, or tingling. The customer stated udnerstanding and said they were fine and had no other issues or concerns.

Manufacturer narrative:
The product was sold to owen mumford limited's customer in ireland, who then distributed to a patient in the us.